Event description:
A review of service data detected a reportable problem. During servicing, the electrode belt receptacle on monitor sn (B)(4) was broken and the monitor was unable to communicate with a test belt. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing electrode belt communication problems. Wires were broken in the electrode belt receptacle, and electrode belt connector j1001 was broken on the monitor c/a board. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged electrode belt receptacle. The last patient to use this monitor did not report any deficiencies.